Manufacturer narrative:
The following sections have been updated: d4 - lot #. D4 - expiration date. D4 - primary UDI number. H4 - device MFR date. The reported product is not expected to be returned as reporter indicated the device was discarded. An extended manufacturing review has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor extended manufacturing review: lot 1001071868 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no qrs in the same time period that relate to the manufacture of lot 1001071868. All measurements reviewed are within specifications. Sensor kit extended manufacturing review: a comprehensive extended manufacturing review was completed for sensor kit lot 1265431. No abnormal conditions were observed for the reviewed units, nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters, and the quality inspections and testing were successful. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor related issue involving an abbott diabetes care (adc) device used with the ypsopump insulin pump was reported by a healthcare professional (hcp) via email. According to the hcp, another physician stated that a customer had received unspecified third-party treatment and subsequently passed away. At this time, no cause of death, autopsy report, or death certificate has been provided. Adc customer service was unable to obtain additional information or follow up with the reporter due to the absence of contact information. Given the limited information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor related issue involving an abbott diabetes care (adc) device used with the ypsopump insulin pump was reported by a healthcare professional (hcp) via email. According to the hcp, another physician stated that a customer had received unspecified third-party treatment and subsequently passed away. At this time, no cause of death, autopsy report, or death certificate has been provided. Adc customer service was unable to obtain additional information or follow up with the reporter due to the absence of contact information. Given the limited information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death.